Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported, that during pulmonary vein isolation (pvi) procedure, an adverse event took place. They reported that they had just completed a lateral mitral line and the mitral line was not blocked, so they were thinking about putting the ablation catheter in the coronary sinus (cs), to try to burn from the cs, but before that, they went to check for an effusion because the patient's blood pressure had dropped slightly. The physician checked on intracardiac echocardiography (ice) and confirmed a pericardial effusion. The physician performed a pericardiocentesis and drained approximately 1 liter of fluid from the patient. The patient had no other symptoms and no further medical intervention was performed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported, that during pulmonary vein isolation (pvi) procedure, an adverse event took place. They reported that they had just completed a lateral mitral line and the mitral line was not blocked, so they were thinking about putting the ablation catheter in the coronary sinus (cs), to try to burn from the cs, but before that, they went to check for an effusion because the patient's blood pressure had dropped slightly. The physician checked on intracardiac echocardiography (ice) and confirmed a pericardial effusion. The physician performed a pericardiocentesis and drained approximately 1 liter of fluid from the patient. The patient had no other symptoms and no further medical intervention was performed. The patient is now stable. The physician believes "they might have gotten into the left atrial appendage" and that is what caused the issue.